Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1884w , implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, on the friday into the saturday prior to the report, the patient's symptoms were not being controlled by the implantable neurostimulator (ins) and the patient began to feel a shocking sensation. The shocking was at the lead location. The ins was turned off and the shocking went away. The patient was in the emergency room (ER) at the time of the report and they were going to be treated by catheterization. They were going to see the managing doctor on the following monday. This was noted to have come with a sudden onset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.